Event description:
Pt was admitted to facility with a respiratory infection. Pt was on a resmed vpap ii st a which was supplied by h.s.c. Who is resmed's customer. Pt had a.s.l. Relatives at facility had indicated that the pt was on a nebulizer as well as the resmed equipment at the time of death.